Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a hole in the hose near the muffler, and the rotations per minute (rpm) were below specification. It was noted that the vanes were worn out causing the device to run below the operational rpm specification. It was further determined that the device failed pretest for visual assessment, and rotational speed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that the motor device was ¿broken¿. During in-house engineering evaluation it was observed that the device had a hole in the hose, and the rotations per minute were below specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.